Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00815. It was reported the patient twisted their body and the left lead migrated. The issue was confirmed via x-rays. In turn, surgical intervention took place wherein the left lead was explanted and replaced to address the issue. Effective therapy was established post-operatively. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.